Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. B5: it was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: device received on 11/4/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The motor was found to have some debris, but it passed testing, and it was replaced simply due to the debris. The customer did not provide any standard batteries which they ran the tests on but both standard and a rechargeable battery pack were used for testing. The battery was depleting as normal. There was no problem detected, and no further action was taken.

Event description:
It was reported that he devices' battery percentage doesn't go down. Per reporter it goes from 100% to 0%. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.